Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8215999. Our records show that this is the third instance of leakage occurring in this batch of bd connecta. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a sample could not be obtained for testing, based on our engineer's evaluation and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd connecta is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all connecta units.

Event description:
It was reported that leakage occurred with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "leaking conntecta and the gap for injections draws air and liquid is also injected under pressure. Many complaint this week about the same experience

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "leaking conntecta and the gap for injections draws air and liquid is also injected under pressure. Many complaint this week about the same experience".